Event description:
It was further reported that the target lesion was 99% stenosed and mildly tortuous and severely calcified. The burr did not spin when there was no rpm readout display on the console, during the procedure. No patient complications were reported and the patients status is stable

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, there was no rpm readout on the console. This rotablator console was selected for preparation; however, the console did not display an rpm readout and later the device only displayed a readout of 40,000 prm and was unable to reach optimum speed.

Manufacturer narrative:
Note: a review of additional information reported that the burr did not spin when there was no rpm readout display. Patient injury is unlikely, as there would be no rpm readout/ the display would be blank if the burr was not spinning. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was wear and tear. (B)(4).